Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the keypad was not responsive. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer stated that the circular button intermittently did not respond. The customer stated that when they hit the home button, they had to hit it 2-3 times to get the menu to come up. The customer informed that pressing the menu button took them to the menu screen. The customer stated that using the up arrow allowed them to navigate screens and using the down arrow allowed them to navigate screens. The customer stated that the insulin pump was neither dropped nor exposed to moisture. The customer stated that an alarm was not in progress at the time the button was unresponsive. The issue was occurring couple of times a day in the past week or so. The customer stated that the button was not unresponsive during an easy bolus attempt. The device will not be returned for analysis.